Manufacturer narrative:
PMA# or 510k#: k050700. Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. The use of the coil cannot be confirmed to have had a contributory factor to the reported patient complications. However, there are medical and physiological factors that can contribute to recanalisation and is listed as a potential complication within the direction for use. Also, the direction for use (dfu) indicates that multiple embolization procedures may be required to achieve the desired occlusion of some aneurysms or vessels. Therefore a root cause of anticipated procedural complications has been assigned to this event.

Event description:
The patient underwent coil embolization of two aneurysms located in the left anterior cerebral artery that resulted in the partial occlusion of the aneurysms. No technical complications associated with the procedure were reported. Immediately after treatment the subject was improved. Approximately 90 days post embolization, angiography demonstrated recanalization of the sac with coil compaction. The patient underwent a second procedure to treat the reoccurrence of the aneurysm (reintervention date is unknown). No additional information was available.